Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise, which led to several noise reversion episodes. The patient would continue to be monitored. The patient was asymptomatic.